Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
(B)(6): the valve (lp-8806) was implanted. The patient was (B)(6)-year-old female in a month after surgery, it was reported that worsening of walking was confirmed at outpatient follow-up. The occlusion was suspected and pumping was performed but it was enormously hard. (B)(6): the contrast was administered and confirmed that it was not flowing to the abdominal cavity side. (B)(6): the revision surgery was performed and replaced with the valve (lp-8806). Setting was 5. The complaint product was flushed after removing it, the obstruction may have been removed. There was a possibility of blood contamination because there was much bleeding when lumbar puncture was performed.

Manufacturer narrative:
The valve was returned for evaluation. The position of the cam when valve was received was at setting 5. The valve was visually inspected; no anomaly noted. The valve passed programming, flush, leak and reflux testing. The siphon guard was removed and testing, with no issues found. The valve was then pressure tested and passed without issue. The catheter was irrigated, no leakage or occlusion were noted. The investigation of the returned valve did not confirm any problem with the valve. The device functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.